Event description:
Customer reported that the sensors do not last as long as they should or giving accurate readings. He also mentioned that he sometimes gets weak sensor alerts but is able to regain communication by moving the sensor and insulin pump closer together. Customer stated that when the sensor glucose reading was 48 mg/dl, the blood glucose reading was 113 mg/dl. He stated that sometimes it was off by 100 points and that this issue occurs every two weeks. He stated that he also received calibration error alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.